Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and sleeve head, the tip seal was observed, and the lead appeared damaged at implant. The helix could not be extended or retracted due to distal conductor distortion within the connector.

Event description:
It was reported that the helix could not be deployed when reposition of the lead was attempted. The lead was not implanted. No patient complications have been reported as a result of this event.